Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for degenerative disc disease/herniated disc pain. It was reported that the implantable neurostimulator was in overdischarge. The patient had last successfully recharged in (B)(6) 2016. The patient had seen an elective replacement indicator which was determined as normal per the patient¿s implant date. The patient had reported that she couldn¿t charge about two months prior to the report ((B)(6)2016). It was noted that the implantable neurostimulator won¿t hold a charge and doesn¿t charge as efficiently as it once did starting in (B)(6) 2016. It was reviewed with the patient that it is normal for a rechargeable battery to have a shorter charge interval when approaching end of service. Additional information received on 2017-02-01 reported that the implantable neurostimulator had been replaced because it had depleted and had reached end of service.